Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed there was no external damage to the power extension cable. A standard power supply was connected to the power angle extender and the unit was powered on without sparking. However, the unit prematurely shut off when the right ang ext cable was manipulated. The test power supply was connected directly to the unit and no premature shut off was experienced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported sparking when they plugged the unit into the wall outlet. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.